Event description:
Imaging system shut down and would not allow reboot while angio procedure being performed on emergency room pt. Backup imaging system, (portable c-arm), was used to complete procedure. Pt arrested shortly thereafter. Hosp risk mgr stated that he believed that the pt outcome was not a result of the system shutdown which occurred during the procedure.